Event description:
The patient started feeling toe pain. It was discovered that the bone never healed. Patient status/outcome was good. It was reported that original surgery for first metatarsophalangeal (mtp) joint fusion was completed on an unknown date. Subsequent x-rays revealed that each of the two 3.5 cannulated screws broke at the shaft thread junction. Revision surgery was performed to remove broken screws, 3 pieces were removed except 1 thread which remained implanted in patient. It was confirmed that no other parts were involved besides 2 screws. Patient was not further revised with other implants and procedure was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Implant date was 18 months prior to the (B)(6) 2014 revision surgery. A portion of the screw was explanted on (B)(6) 2014 and returned for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's original surgery was 18 months prior to the revision surgery. It was reported that the patient was initially doing well, but recently developed pain and a non-union was noted. Two 3.0mm cannulated screws had broken. There was no surgical delay during the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Part of device remained in patient; device was not explanted. Part number was identified by a synthes engineer on (B)(4) 2014; exact date not able to be verified. A product development evaluation was completed: the two returned cannulated screws were unidentified and received broken at the region where the rod becomes threaded. For one of the screws only the head and rod region was returned. The returned 3.0mm long thread cannulated screws (202.732) were used to fuse a foot joint in a first metatarsophalangeal (mtp) joint fusion surgery. The surgery was completed 18 months prior to revision which occurred due to the patient complaining of toe pain. The relevant drawing which covers the family of 3.0mm cannulated long thread screws was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The patient was a smoker and according to the complaint description the subject bone had never fully healed following the surgery. Chronic smokers tend to have decreased bone health and do not recover as well after bone surgery. Smoking releases free radicals which can have a damaging effect on cells and hormones which are instrumental in bone repair. Additionally, it is possible that a non-compliant patient could cause damage to occur at a vulnerable surgery site and/or prevent proper healing. Since an original post-operative x-ray was not provided it is also impossible to determine if the fusion was properly completed at the time of initial joint fusion surgery. The technique guide for 3.0mm cannulated screws indicates metatarsophalangeal arthrodesis as an approved procedure. However, it is also possible that considering the circumstances a plate and screw combination was necessary to facilitate a successful fusion surgery and allow for proper healing. There are a few potential causes for the complaint condition; however it is not possible to determine a true root cause considering the available information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.